Manufacturer narrative:
Argus case: (B)(4).

Event description:
Stomach cancer [gastric cancer]. Cancer spreading to the esophagus [malignant neoplasm progression]. Cancer spreading to the esophagus [esophageal cancer]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gastric cancer in a (B)(6) year-old male patient who received double salt dental adhesive cream (corega extra strong) cream (batch number am6, expiry date january 2024) for product used for unknown indication. On an unknown date, the patient started corega extra strong. On an unknown date, an unknown time after starting corega extra strong, the patient experienced gastric cancer (serious criteria gsk medically significant and other: gsk medically significant), malignant neoplasm progression (serious criteria gsk medically significant and other: gsk medically significant) and esophageal cancer (serious criteria gsk medically significant and other: gsk medically significant). The action taken with corega extra strong was unknown. On an unknown date, the outcome of the gastric cancer, malignant neoplasm progression and esophageal cancer were unknown. The reporter considered the gastric cancer, malignant neoplasm progression and esophageal cancer to be related to corega extra strong. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received via call center representative (phone) on (B)(6) 2021. The consumer reported that "the consumer said that from corega extra strong adhesive cream 70 g he developed stomach cancer spreading to the esophagus. He has been using the cream according to the instructions for about 11 years, he said that the doctors warned him at the start, but he did not believe it. Primary batch am6, expiration date jan-2024. He provided his age. He said that the cream is horrid. He asked for the address of the head office. When I wanted to provide it, he said that he would find it himself. He asked if there were other similar complaints. I responded that this information was confidential. He said that he sent the case to his lawyers. I provided the application number."